Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 10 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.